Event description:
Per the audiologist's report, this patient experienced popping, static, and decreased performance with his device beginning a year ago. A few weeks ago, he aslo began to report pain and dizziness. Xrays were normal for device positioning. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to specifications. His surgeohn has tentatively planned an explanation/reimplantation surgery for 2000.

Manufacturer narrative:
This type of event is addressed in the device labeling.